Event description:
It was reported the programmer will not boot up completely. The service disk was attempted, with no success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer powers up with a system error. Programmer has data corruption.